Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, since the 1.69 software upgrade, the venous oxygen saturation (svo2) measure was 5-10% lower than laboratory measurement on the blood parameter monitor (bpm) for entire case. In-vivo calibration does not improve accuracy. The device was not changed out, as they performed more venous lab samples. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2015: the perfusionist (ccp) has observed that since the bpm units at the hospital have had the new software update (1.69), the svo2 values are lower than usually seen in the past and lower than the comparative lab analyzed sample. The bpm consistently measures the svo2 5-10 % lower than the lab values. This behavior is seen through the entire cpb period (ie. Lower prior to the initial in-vivo) and remains lower even after adjusted per the in-vivo. They have not changed their protocol in any manner. They are aware the values are not accurate and do not treat the patients according to the bpm values. Arterial shunt sensor values have been acceptable since 1.69 update. All cases completed successfully, without delay and without associated blood loss. No harm observed in any cases related to the bpm values.

Manufacturer narrative:
The reported complaint was not verifiable. It was later determined that blood loop testing would not be performed on this unit due to a compromised clip (i.e. Clip is loose) on it's respective hematocrit saturation module (h/sat). This causes an insufficient interface between the h/sat module and cuvette, which in turn, can negatively impact the system¿s performance. The blood parameter monitor (bpm) subject matter expert (sme) concluded that the monitor cannot be further tested due to this issue. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.this complaint is related to MDR #1828100-2015-00762 (same user facility and reported issue, different unit).

Manufacturer narrative:
During laboratory analysis, the reported complaint could not be verified. The product surveillance technician (pst) placed the blood parameter monitor (bpm) in operate mode, oxygen transfer rate (vo2) was displayed (static test, no blood flow through sensor), and ran for three hours. The hematocrit saturation module (h/sat) oxygen saturation (so2) remained constant and the arterial bpm vo2 started at 42 and dropped to 31. The unit has been sent to central engineering for further evaluation.